Manufacturer narrative:
The ge service rep could not duplicate the problem. System operates properly at this time.

Event description:
The customer reported that the fluoro is pulsating, is giving big and small images, and also fluoro continues when not pushing button. This problem is intermittent.